Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was over 400 mg/dl. The customer was also dealing with high blood pressure prior to the event. The customer could not perform troubleshooting at the time of the report. Nothing further was reported.